Event description:
It was reported presented a catheter rupture in the catheter/wings(butterfly) connection. In use for 7 days. It exposes the child to the risk of a serious accident with fragments of catheter, so as the lack of medication by interrupting the treatment, and the risk of being submitted to another procedure for a new catheter. Additional information: - was incident noticed prior, during or after use? R: during the use; - was there any impact to patient? R: the loss of the central venous access is considered as an impact to patient because it was required a new procedure (a new implant of catheter), requiring the use of anesthesia and handling of health professionals team. - was medical intervention required? R: none, only the implant of a new catheter. - was there exposure to blood? R: yes, there was blood leakage during the catheter rupture; - what medication was being administered? R: midazolan, dextrocetamina, and sulfametoxazol; - was it a local anesthetic? R: no, it was a sedative; - was is a sedative? R: yes; - is that an standard procedure of the hospital? Or was it a single event due to an external factor? R: it's a standard procedure in some hospitals.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed but the exact cause is unknown. One photo sample of a 3 fr perqcath catheter was provided for evaluation. The catheter extended up to the 10 cm depth marker. The t-lock connector assembly is attached to the hub. Dark, red colored residue appears to be present within the hub and catheter. The catheter is completely fractured at the proximal end of the catheter shaft extending from the molded wing. The break surface characteristics could not be clearly examined from the image provided. Since the catheter was observed to be damaged, the complaint is confirmed but the exact cause could not be determined at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redy3007 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported presented a catheter rupture in the catheter/ wings (butterfly) connection. In use for 7 days. It exposes the child to the risk of a serious accident with fragments of catheter, so as the lack of medication by interrupting the treatment, and the risk of being submitted to another procedure for a new catheter.